Event description:
It was reported that the patient accidentally made two meal announcements at breakfast, which led to a low blood glucose of 68 mg/dl and required oral glucose treatment with orange juice; this was categorized as a use-of-device problem. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with the device component not specifically identifiable, and the issue traced to user operation. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.